Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a scheduled follow up. Upon examination, the right ventricular lead pacing impedance was observed below the acceptable range. The lead was tested again and the anomaly persisted. All other parameters were within normal range. After some discussion, the physician elected to continue to monitor the lead at this time and enrolled the patient in remote monitoring. No further changes were made.

Event description:
New information received stated that the patient presented in clinic on (B)(6) 2021 after receiving vibratory alert from the pulse generator. On (B)(6) 2021, her device was examined and found with false episodes of ventricular fibrillation caused by right ventricular lead noise along with other episodes of lead noise. The noise could not be reproduced in clinic with isometric exercises. The pacing lead impedance was also noted to be below acceptable range. Tachycardia therapy function was turned off for the lead until a lead revision can be performed. No other intervention was done at this time. The patient denied any symptoms associated with the right ventricular lead anomaly.

Event description:
New information received stated that on (B)(6) 2022, the right ventricular lead was capped and replaced successfully. The patient's condition was stable.

Event description:
New information received stated that on (B)(6) 2021, the right ventricular lead was found to have low pacing lead impedance and low high voltage impedance during an in clinic follow up. It was noted that the previous vibratory alert the patient received for low lead impedance was on (B)(6) 2020. No changes were made at this time. The physician elected to continue to monitor the lead. The patient's condition remained stable.

Manufacturer narrative:
Correction: b3 date of event should be (B)(6) 2020 instead of (B)(6) 2020.